Event description:
It was reported that during unpackaging of the 2.5x8 rx trek balloon dilatation catheter, it was noted that the shaft of the catheter was not properly positioned in the packaging and the shaft was separated into two pieces. The device was not used and there was no patient involvement. A new unspecified device was used for the planned procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned without blood or contrast visible, consistent with the reported information that there was no patient involvement. The hypotube was separated 1.8cm distal to the strain relief tubing. The fracture face was oval shaped, indicating that the separation initiated from a kink. There was a kink in the dispenser coil. The kink in the dispenser coil aligned with the hypotube separation location. There was a kink in the hypotube 17.2cm distal to the separation. There was no other damage noted to the balloon catheter or dispenser coil. The protective sheath was returned over the balloon and the stylet was returned advanced through the tip and guide wire lumen. Potential factors that may contribute to kink/bend damage to the dispenser coil and balloon catheter include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging. A review of the electronic lot history record (elhr) for the reported lot revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. A query of the complaint handling database for the reported lot revealed no other similar incidents. Although it cannot be conclusively determined, it appears that improper handling of the device may be the root cause of the aforementioned damage. Based on available information for this lot, there is no evidence indicating a device deficiency related to the manufacturing process.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.